Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone15.4 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pod had been worn between 1 and 4 hours. The patient checked the pink slide to confirm the needle had deployed and found that the pink slide had not moved forward which would indicate a needle mechanism failure. Based on this, the patient removed the pod and confirmed the needle had in fact deployed and the cannula was inserted into the skin.

Manufacturer narrative:
The device was received fully deployed. The data shows the device completed both the first and second priming sequences and delivered 56 pulses. There were no timeouts or drive stalls seen in the download data. There were no damage or deficiencies found that would result in a needle mechanism failure. The cause of the reported needle mechanism failure could not be determined.